Event description:
It was reported the right ventricular (rv) lead had impedance greater than 2500 ohms and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the distal conductor was found to be fractured. It was also noted that the defibrillation coil was distorted,there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the guide tooth was damaged.